Event description:
It was reported that the patient was upgraded from a sling to an artificial urinary sphincter (aus) due to unspecified reason. No information about the patient's outcome was provided. Additional information received. The patient presented recurring incontinence due to the sling did not achieve optimal level of continence.